Event description:
It was reported that during surgery the graft did not feed through the device as normal. It bunched up, and graft was shredded. An additional graft was needed. A delay of 30-40mins was noted with patient under anesthesia. No suturing was required and another device was note used to complete the procedure. The local anesthetic limit was reached and surgeon pieced together the poor-quality graft to resurface the area. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This incident is being captured under (B)(4). Once investigation is completed a supplemental/final report will be submitted. G2: foreign: united kingdom. E1: telephone: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the reciprocating arm was worn, the width plates were damaged, and the control bar was out of position. The reciprocating arm was replaced, and the control bar was adjusted and resolved the reported issue. The width plates were returned as is. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.